Event description:
Our office in japan received a telephone call from a female pt reporting that she experienced conjunctivitis, hyperemia, and a corneal scar after using complete double moist. The pt reported that she was prescribed an ocular antibiotic: cravit ophthalmic solution 0.5% (levofloxacin hydrate), used it for 7 days, and her symptoms resolved. It is unk if the reported corneal scar has been affected her visual acuity.

Manufacturer narrative:
The MFR of the reported device performed chemistry evaluations of product retained from lot# zj02168; all results were within product specifications. Batch record review for complete double moist lot# zj02168; all results were within product specifications. Batch record review for complete double moist lot zj02168 and chemistry and microbiological analysis of a retained unit of the same lot are ongoing. All pertinent info available to amo has been submitted.